Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they fell on the same side as their ins a couple of months ago, but nothing changed with the therapy until the last couple of days. The patient said they have been urinating like they were before they got the ins implanted. The patient said they couldn't go anywhere because their symptoms were so bad and the urine just comes out. The patient added that they don't get the feeling of when they have to urinate. The patient called their implanter's office, but they were told the implanter was no longer at that facility and that they would be appointed a new managing hcp. The patient said they were still waiting to find out who their new managing hcp will be. The patient connected to the ins during the call and confirmed the therapy was turned on. Agent reviewed considerations for therapy optimization. The patient decided to increase the amplitude and felt comfortable stimulation after they increased it. The patient will maintain stimulation level and continue to monitor symptoms. The patient was advised to follow up with their hcp to further address the issue if symptoms persist.